Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient called to report that they have a fractured left ventricular (lv) lead and that they have been feeling horribly bad the past few months. It was also reported that the lead had high impedance, no capture at the highest output, and was not able to obtain a lv pacing threshold measurement. Follow-up was conducted and from the information obtained it was reported that the patient did indeed have a fractured left ventricular lead, however it was noted that the patient would be fairly high risk for re-do lead placement due to their weight and prior surgery. The lead was inactivated. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the left ventricular (lv) lead was now capped and replaced. No patient complications have been reported as a result of this event.